Event description:
The plaintiff, alleges that while working as a licensed practical nurse plaintiff was exposed to antigenic natural latex proteins in the latex gloves plaintiff wore, and that in 1999 plaintiff was diagnosed as being allergic to latex as a result of a rast test. Plaintiff alleges that now is subject to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private practice offices. Plaintiff further alleges that is subject in the future to one or more anaphylactic reactions to latex products. Furthermore plaintiff alleges that suffered substantial injury, pain and suffering, medical expenses, as well as economic loss. Plaintiff alleges that has suffered humiliation, anxiety, embarrassment, outrage, and other mental suffering an emotional distress. Finally plaintiff alleges loss of consortium.